Event description:
Two pt samples with discrepant glucose results. Same samples were used for repeat testing on another analyzer - same methodology. Pt 1, initial result gave 3 mg/dl; repeat gave 140 mg/dl. Pt 2, initial result gave 2 mg/dl; repeat gave 182 mg/dl. Erroneous results were not reported. The field service representative determined the cause to be a defective lld cable on rt1, and a problem with the y belt the field service representative replaced the lld cable for rt1 and tightened y belt for rt2. Performance tests were performed which were within specifications.